Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a ups in use with an information center ix product was wall mounted and fell from it's mount, bumping a nurse's foot. Injury was not described as a result of this event but is possible if the issue were to occur again. The nurse's foot was bumped by the device but serious injury did not occur.